Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
When investigating a similar report (case (B)(4)) it was reported that the same surgeon had also mentioned two additional similar cases one case involved a patient who underwent a pars mid-substance repair procedure approximately (B)(6) 2017 . The incision healed and the sutures began to protrude through the patient's skin at the distal anchor site. The surgeon performed a revision procedure to remove the anchors and the connected suture from the patient by use of a rongeur. The surgeon found the achilles was healed. Patient has no known allergies and is not diabetic. No photos were available to provide. Sales rep stated the surgeon indicated to him that he believes there is some sort of inflammatory response to the anchors, as the wound initially healed and then appeared to become full of pus and is soft to the touch before it opened up and began to spit out the suture. Specific revision date unknown. Estimated date of revision (B)(6) 2017 therefore (B)(6) 2017 will be used as a revision date. This case reference number is case (B)(4). Additional information obtained 3/21/19: surgeon has provided corrected and additional information. Surgeon states original procedure too place in 2014. Specific date unknown therefore june 30, 2014 a mid year date will be used as the date of original procedure. Surgeon states this procedure was an achilles repair with chronic fiberwire foreign body reaction. Patient has been having fiberwire irritation off and on since implant. As of one month ago this patient is still spitting out fiberwire. The three similar cases have been reported under the following arthrex reference numbers: case 2019-17574, case 2019-18622, and case 2019-18624